Event description:
Please refer to user facility report #(B)(4).

Manufacturer narrative:
MFR response to user facility report: the anesthesia workstation involved is capable for mounting f more than one anesthesia vaporizer. The interlock system prevents that more than one vapor is operated at a time. The IFU of the drager d-vapor explicitly states that for the movement of mounting, all vapors have to be switched off. This wall ensure the proper set-up of the interlock system. Furthermore is described that right after mounting of a vapor, its' proper fitting and vertical position shall be checked. Consequences of failures in doing so may result in leakages which is stated in the IFU as well. Hence, additional check for leakages is strongly recommended and explained how to perform. Analysis of a video sequence and a photograph provided from the suspected equipment clearly revealed that a draeger d-vapor was mounted to the anesthesia workstation during adjacent vaporizing being still in delivery status. Nevertheless attempting to fit the second vaporizer to the other port caused a noticeable deviation from upright position and the improper set-up of the gas path. This has caused the reported leakage inside the airway system. It can be excluded that correctly following the checklist of the preparation procedure given in the IFU will not have resulted in the observation of improper fitting of the second vaporizer. A leakage test would have resulted in a finding, too. The reported event is considered the consequence of multiple user errors.